Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor was unable to power on. Insulated-gate bipolar transistors (igbts) q12, q13, q 16 and q17 on the defibrillator board were shorted, causing thermal damage to multiple components on the defibrillator and computer/analog pcas. The root cause for the shorted transistors could not be positively identified. Due to the damage to the monitor, no device data is available after 3:12:48 am on (B)(6) 2017. Efforts are underway to determine whether any additional data surrounding the patient's death can be recovered from the computer analog board. Electrode belt sn (B)(4) was returned on 8/5/2017 and the evaluation is currently underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
A us distributor contacted zoll to report that a patient passed away at home on (B)(6) 2017 while wearing the lifevest. The patient was reportedly found unresponsive by friends, who initiated CPR. The device was reportedly not alarming at the time of the patient's death. The last available device download data is from (B)(6) 2017 at 3:12 am, prior to the patient's death. Efforts are underway to determine whether any additional data surrounding the patient's death can be recovered from the monitor's computer analog board.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, there was thermal damage to the u727 and u728 components on the distribution node (dn) pca board. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor was unable to power on. Insulated-gate bipolar transistors (igbts) q12, q13, q 16 and q17 on the defibrillator board were shorted, causing thermal damage to multiple components on the defibrillator and computer/analog pcas. The root cause for the shorted transistors could not be positively identified. Due to the damage to the monitor, no device data is available after 3:12:48 am on (B)(6) 2017. Efforts are underway to determine whether any additional data surrounding the patient's death can be recovered from the computer analog board. Electrode belt sn (B)(4) was returned on 8/5/2017 and the evaluation is currently underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
A us distributor contacted zoll to report that a patient passed away at home on (B)(6) 2017 while wearing the lifevest. The patient was reportedly found unresponsive by friends, who initiated CPR. The device was reportedly not alarming at the time of the patient's death. The last available device download data is from (B)(6) 2017 at 3:12 am, prior to the patient's death. Efforts are underway to determine whether any additional data surrounding the patient's death can be recovered from the monitor's computer analog board.

Manufacturer narrative:
Device evaluation 08/28/2017: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, there was thermal damage to the u727 and u728 components on the distribution node (dn) pca board. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor was unable to power on. Insulated-gate bipolar transistors (igbts) q12, q13, q 16 and q17 on the defibrillator board were shorted, causing thermal damage to multiple components on the defibrillator and computer/analog pcas. The root cause for the shorted transistors could not be positively identified. Due to the damage to the monitor, no device data is available after 3:12:48 am on (B)(6) 2017. Efforts are underway to determine whether any additional data surrounding the patient's death can be recovered from the computer analog board. Electrode belt sn (B)(4) was returned on 8/5/2017 and the evaluation is currently underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
Attempts at obtaining additional information about the patient's death have been unsuccessful due to the amount of damage to the monitor. There is no additional information available about the patient's death. A us distributor contacted zoll to report that a patient passed away at home on (B)(6) 2017 while wearing the lifevest. The patient was reportedly found unresponsive by friends, who initiated CPR. The device was reportedly not alarming at the time of the patient's death. The last available device download data is from (B)(6) 2017 at 3:12 am, prior to the patient's death. Efforts are underway to determine whether any additional data surrounding the patient's death can be recovered from the monitor's computer analog board.